Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a severe hypoglycemic event with a nadir blood glucose of 25mg/dl following multiple meal announcements and rapid successive supply changes, which led to unplanned insulin delivery. The user required ems transport to the hospital, where blood glucose was managed with glucagon, intravenous insulin, and reconnection to the ilet. The user was treated and discharged the same day. The ilet was reconnected after hospital treatment.